Manufacturer narrative:
Tech found the siderail was missing a shoulder bolt, which caused the rail not to latch. Replaced the shoulder bolt to resolve this issue.

Event description:
Info received that the siderail could not latch. No injury reported.